Manufacturer narrative:
Update: on august 17, 2016, the clinical study coordinator confirmed that the screws that had reportedly loosened post-operative were part of an expedium construct, which is a non-synthes product. As such, synthes does not hold reporting responsibilities for this event. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: on august 17, 2016, the clinical study coordinator confirmed that the screws that had reportedly loosened post-operative were part of an expedium construct, which is a non-synthes product. As such, synthes does not hold reporting responsibilities for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This is a study, patient initials not provided. Patient dob not provided. Unknown when pedicle screws loosing occurred or when pain started. This report is for unknown pedicle/screws/unknown lot number. (B)(4). G5 510k#: unknown. Subject device has not been received. Part and lot number is not valid, as incorrect part- and lot number was provided. Correct part data hasn't been provided yet. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. The devices are not available for investigation it is in the possession of the patient who refused to send it back for analysis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: an adverse event was reported within a facet wedge study in the site frankfurt. This event is not related to the facet wedge, as this patient had additionally a lumbar interbody fusion on two levels and the posterior fixation by facet wedge on one side and pedicle screws on the other side, the investigator consider this event as related to the loosened pedicle screws and the interbody cage at the levels l4- l5. The female patient is (B)(6) and has a bmi of (B)(6). She has suffered from back pain for 203 months. The initial diagnosis was segmental degeneration l4/l5/s1 and it was initially treated (B)(6) 2015. Under general anesthesia and via mis approach instrumentation at the levels l4/l5 and l5/s1 with interbody cages supplemented by pedicle screws and rods posteriorly on the right side and facet wedge on both levels on the left side. (B)(6) 2016 was the onset date. On (B)(6) 2016 the intervention took place, where the loose screws and the rod on the levels l4/l5/s1 were replaced. The facet wedge and the interbody cages were not removed. Event status is "resolved". The x-ray control was on (B)(6) 2016 and the screw loosening was detected and the loosening was suspected at that time. There were poliaxial screws and rods involved from expedium. Therefore part and lot numbers are not available. The devices are not available for investigation it is in the possession of the patient who refused to send it back for analysis. It was confirmed that the loosening concerns only the pedicle screw for the l4-l5 level. (B)(6) 2016 is the date of intervention, when the pedicle screws and the rod were replaced, the rest of the construction was left intact into patient's body. The healing was/ is delayed due to loss of correction. The patient has suffered from back pain for 8,5 years, not 203 months. Complaint involves ten (10) parts. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The patient¿s height was reported as (B)(6). A partial UDI was reported on the initial medwatch in error. Without a valid part and lot number, the UDI is not available. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: this report is for one (1) unknown pedicle screw that loosened from the l4-l5 level on the right side.